Event description:
Information received by medtronic indicated the customer received an fca notification for battery cap contact and there was damage to the battery cap contacts. No harm requiring medical intervention was reported. Troubleshooting was performed and it was found that the battery cap metal contact missing, or few than 3 raised dots can be seen. Also, the customer received a low-battery alarm. It was unknown whether the customer continued using the device or not. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.